Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during set up for a cori assisted surgery, the real intelligence robotic drill would not register. It failed multiple drill tests. Also, an internal error was shown when they got to drill test screen. The procedure was completed, with a delay (fewer than 30 minutes), using a s+n back-up device. Patient was not harmed as consequence of this problem.